Event description:
Physician had completed diagnostic heart cath and an angioseal was placed, but was not hemostatic as there was no tie to the anchor so that when the device was deployed there was nothing within the stent hemostasis. Direct pressure applied.